Event description:
It was reported that the cc4204a collamer single piece lens with aspheric got stuck in the cartridge as it was advancing towards the eye. There was patient contact, but no patient injury. The lens was discarded. The reporter stated they used a competitors cartridge and they are aware that this is off label use, but it normally works well for them. Incident due to off label usage of the device.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. Patient (B)(4) - no consequences or impact to the patient. Device (B)(4) - lens damaged in delivery system. (B)(4).